Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the defibrillator lead coil impedance was high. The lead was removed and replaced. No patient complications have been reported as a result of this event.